Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 01-mar-2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawers 3, 4 and 10 are not working was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse replaced main board with broken usb port. The station had burnt out drawer controller boards and crushed cable to solenoid causing short. Later, the fse replaced board controller and the drawer showed in the application. Finally, the fse replaced bad drawer board that was causing a short. Replaced retractor band cable and controller board as well and crushed cable to solenoid. The report was closed. During dchu visual inspection: pn 151730-21 sn (B)(6): the pcba pmc pyxis mini fw1-12 was received with no signs of physical damage, fluid ingress or missing components. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was received with no signs of physical damage, fluid ingress or missing components. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was received with no signs of physical damage, fluid ingress or missing components. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was received with no signs of physical damage, fluid ingress or missing components. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was received with no signs of physical damage, fluid ingress or missing components. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was received with signs of thermal damage on diode d501, capacitors c501, c503 & c504 and component u501. Pn 151722-01: the pcba dwr cntlr mini was received with no signs of physical damage, fluid ingress or missing components. Pn 151801-01: the pcba ccib m&m was received with a broken usb port; the damage is physical in nature. Pn 354799-01: the assy cable pmc-latch short had a cut and exposed internal wiring. Pn 354800-01: the assy cable pmc-latch long had a cut and exposed internal wiring. Pn 354601-01: both assy cbl ff dwr pyxis mini were received with some bents in the cable. During dchu testing: pn 151730-21 sn (B)(6): the pcba pmc pyxis mini fw1-12 was evaluated on an esd protected surface with a calibrated dmm and failed the resistance testing on fuse f201. No further testing is required. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was evaluated on an esd protected surface with a calibrated dmm and failed the resistance testing on fuse f201. No further testing is required. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was evaluated on an esd protected surface with a calibrated dmm and failed the resistance testing on fuse f201. No further testing is required. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was evaluated on an esd protected surface with a calibrated dmm and failed the resistance testing on fuse f201. No further testing is required. Sn (B)(6): the pcba pmc pyxis mini fw1-12 was evaluated on an esd protected surface with a calibrated dmm and failed the resistance testing on fuse f201. No further testing is required. Sn (B)(6): the testing from dchu was not necessarily due to the signs of thermal event on the internal component of the pcba. Pn 151722-01: the pcba dwr cntlr mini was evaluated on an esd protected surface with a calibrated dmm and failed the resistance testing on diode d501 and mosfet q501. No further testing is required. Pn 151801-01: the testing from dchu was not necessarily due to the physical damage observed on the usb port. Pn 354799-01: the testing from dchu was not necessarily due to the physical damage observed on the cable. Pn 354800-01: the testing from dchu was not necessarily due to the physical damage observed on the cable. Pn 354601-01: assy cbl ff dwr pyxis mini (a): was evaluated on an esd protected surface with a calibrated dmm and passed the continuity test of the copper strands. A functional test was performed using a dchu hta equipment and no issues were found. Assy cbl ff dwr pyxis mini (b): was evaluated on an esd protected surface with a calibrated dmm and passed the continuity test of the copper strands. A functional test was performed using a dchu hta equipment and it failed the tests. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as follows: thermal damage to diode d501, capacitors c501, c503 & c504 and component u501 on one pcba pmc pyxis mini fw1-12 (pn 151730-21) and blown fuses f201 from the other five boards of the same part number, resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction. A shorted diode d501 / mosfet q501 on the pcba dwr cntlr mini (pn 151722-01) which led to circuit instability and ultimately compromised the drawer's functionality. A broken usb port of the pcba ccbib m&m due to an external force. A cut in the insulation and internal wiring exposition of the assy cable pmc-latch short and assy cable pmc-latch long. A faulty assy cbl ff dwr pyxis mini with bents observed through the cable, which can lead to an intermittent behavior.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers 03, 04 and 10 shown yellow in populate buttons and were not responding to the locate button. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there were thermal damage to diode d501, capacitors c501, c503 & c504 and component u501 on one pcba pmc pyxis mini fw1-12, shorted diode d501 / mosfet q501 on the pcba dwr cntlr mini, broken usb port of the pcba ccbib m&m, cut in the insulation and internal wiring exposition of the assy cable pmc-latch short and assy cable pmc-latch long and faulty assy cbl ff dwr pyxis mini with bents observed through the cable. There were no adverse events or injuries reported based on this event.